Event description:
It was reported that balloon rupture occurred. A 6.0 x 150mm, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.